Manufacturer narrative:
This report is for an unknown constructs: plate/screws /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in latvia as follows: this report is being filed after the review of the following journal article: krustins, u. Et al (2020), comparison of volar locking plates with external fixation and k-wires in arthroscopically assisted intraarticular distal radial fracture fixation, journal of hand surgery, vol. 45 (4), pages 333-338, doi: 10.1177/1753193419879567 (latvia). The aim of this prospective cohort study is to presents a prospective comparison of outcomes of the two methods of fixation, both in combination with arthroscopically assisted reduction of intra-articular fragments. Between may 2015 to may 2017, a total of 63 patients (23 male and 40 female) with a mean age 43 years (range 19¿66) for males and 56 years (range 29¿73) for females, were included in the study. Surgery was performed using a synthes 2.4mm locking compression plate (lcp) distal radius system or a competitor's device under the volar locking plate group (group vlp) in 34 patients (11 male and 23 female). A synthes small external fixator or a competitor's device was used under external fixator and k-wire group (group ef) in 29 patients (13 male and 16 female). Scheduled follow-up assessments were performed at 1, 3, 6 and 12 months postoperatively. The following complications were reported as follows: group vlp: 1 female patient developed complex regional pain syndrome (crps). The patient was successfully treated conservatively by physical therapy and appeared symptom-free within 6 months after surgery. 3 patients experienced minimal migration of k-wires and skin irritation. This complication was minor and did not require any secondary manipulation. Group ef: 2 patients sustained iatrogenic injury to the sensory branch of the radial nerve, requiring further surgery (table 3). 2 patients suffered a minor loss of reduction of fragments following removal of the external fixator and k-wires. It was discovered at the 3-month follow-up x-rays and also did not require secondary surgery. This report involves unknown constructs: plate/screws. This is report 2 of 3 for (B)(4).